Manufacturer narrative:
(B)(4).device evaluated by MFR: the batch number is unkown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the 1st obtuse marginal (om) branch. A 2.5x15mm quantum apex balloon was inflated twice to 20 atms for 22-36 seconds to pre-dilate the lesion. The physician then deployed a 2.5x20 express 2 bare metal stent. He then used a 2.5x12mm quantum apex balloon to post-dilate the lesion and upon the first inflation the balloon ruptured at unknown atms. The balloon was then removed intact. Another of the same device was used and inflated three times to 20 atms for 15-27 seconds to post-dilate the deployed stent. No patient complications were reported and the patient status is ok.